Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshed were implanted. Although no medical record was provided, it was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with excision of rectovaginal mesh due to pelvic/rectovaginal mass and mixed urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, fistulae, recurrence, bleeding, organ perforation, vaginal scarring and urinary/bowel problems. (B)(4) - urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.